Manufacturer narrative:
(B)(4). A loose connection between a solution bag and the tubing was reported, and is a known cause of the reported alarm. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Based on the available information, the direct cause for the reported system error 2240 alarm was determined to be a disconnection between the transfer set and the patient line. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. During drain three of four, the patient determined that the patient line of the cassette became disconnected from the transfer set. The technical service representative had the patient cycle the power on the device to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.